Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe device was used during a dilatation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was able to be inflated; however, the gauge dial was not moving to indicate the atmospheric pressure. The procedure was completed with another alliance inflation syringe. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.